Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, an error message was displayed and the procedure was cancelled. An ensite precision error message appeared on the screen after validation: ¿neck patch disconnected¿. Troubleshooting was performed with no resolution. Af ablation could not be completed and only a cti ablation was performed. The patient was stable with no patient consequences.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10 one ensite velocity¿ system navlink was received for investigation. Visual inspection of the internal components revealed an open electrical circuit at the neck patch circuit due to a detached wire, which confirms the reported issue. Based on the information provided to abbott and the investigation performed, the root cause of the error message and subsequent incomplete ablation was isolated to an open electrical circuit within the module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.